Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the byte retainers have messed up their jaw. Their front teeth are straight but the back top and bottom teeth are crooked and their jaw is not lining up. This is causing them to hit each other and chip. They cannot even close their mouth correctly.

Manufacturer narrative:
Updated patient clinical codes after receiving a review online.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.